Event description:
It was reported that the table on the 2600 system will not boot up. There was no report of pt injury.

Manufacturer narrative:
No service required. Customer performed the repair with no ge involvement. No add'l info provided at this time.